Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the device was implanted to take care of two problems: fecal incontinence and urinary retention. Patient asked if it was possible that the stimulation was set too high because they were up every hour last night having a feeling that they needed to go to urinate. Patient mentioned that they had a good fecal retention but the bladder was not working as good. Agent reviewed therapy information and general programming guidance. Agent asked the patient if they had noticed any improvement in their symptoms since the implant was implanted and the patient stated that they were urinating more, also patient mentioned that two nights ago they started waking up every hour because they had to urinate. Patient noted that prior to getting the implant they had an indwelling catheter and that they had some improvement, but getting up every night was not what they were striving for. The patient was redirected to their healthcare provider to further address the issue. Patient reported lost therapy benefit.